Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s device was not working. The hcp stated that the device was still implanted. No patient symptoms were reported and there were no complications. Indication for use is urinary dysfunction/sacral nerve syndrome.